Event description:
It was reported that the patient with this electrode has received multiple inappropriate shocks from their system due to oversensing of noise. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.